Event description:
It was reported that during an open sigmoidectomy, the firing knob did not move forward at all at the third firing and then, the firing knob was broken off when it was moved forward forcibly. After that, although the firing knob moved forward approximately 1cm at the next firing with the second device, the firing knob was broken off as well. The devices clamped across an existing staple line. The third device could be fired on the angle across an existing staple line without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information received: for the first device: did the firing knob fall into the patient? No. If yes, was it removed? Na. Will the firing knob be returned with the device? No information. For the second device, on the firing on which the firing knob broke off: did the device staple? Yes. Did the device cut? Yes. Did the firing knob fall into the patient? No. If yes, was it removed? Na. Will the firing knob be returned with the device? No information. Firing knob, damaged cartridge, loading technique. Batch # k59j9p. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and with a cartridge reload present. In addition the halves were received with different batch. The cartridge reload was received with the knife shroud damaged and the knife not completely within doghouse and fully fired with the swing tap unlocked; this damage is consistent with an improper loading of the reload. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.